Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: a customer contacted technical support regarding a blood leak alarm that occurred during treatment. The customer reported that blood leaked from the dialyzer into the machine, which triggered the device to alarm. According to the customer, the patient was not harmed and was reported to be stable. The customer further stated that the patient's blood was successfully rinsed back following the event.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.